Manufacturer narrative:
(B)(4). Lot number gd897116 was manufactured 27 may 2014 to 30 may 2014. A companion sample was received for evaluation. A review of all batch record documents was performed for lot number gd897116 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed and found no issues. The presence of iodine was detected on the device. Functional pressure testing was performed on the pouch and no leaks were identified that could have compromised the seal or component integrity. Upon conclusion of the investigation, the sample was determined to meet product specifications. The reported issue could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was dry. The caregiver (cg) clarified that the issue was noted when the overpouch was opened before use. The cg stated there was no damage noted to the packaging or the overpouch. The cg stated the minicap was never used on the patient. There was no patient involvement. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 15 of 15.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.